Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving three separate products; associated MDR 1225714-2014-03962, 1225714-2014-03963 and 2937457-2014-00954.